Event description:
It was reported that a small volume folfusor underinfused. This occurred during infusion of an unspecified antibiotic. The reporter stated that the expected infusion time was 24 hours; however, the actual infusion time was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.